Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device issue was not able to be duplicated, so the original complaint issue was not able to be confirmed. Motor- operated properly during bench test. Wiggled wires and brake cam with no failure. Passed sciemetrics. Unable to test under load. Gearbox- operated properly during bench test. Good coupler. Unable to test under load.

Event description:
Provider states the right motor is making a noise and cutting out.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the right motor is making a noise and cutting out.